Event description:
The facility reported that two staff members were transferring a resident from a wheelchair to the bed. As the resident was being raised from the wheelchair, the left shoulder strap broke and the resident fell back into the chair. Another sling was used to get the resident into the bed. No injuries were reported.